Manufacturer narrative:
(B)(4): cause of event is unknown.

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. It was reported that the patient was not fit for open repair and evar was the best procedure. The vessel morphology was described as moderately tortuous with little calcification. An endurant aui was used due to torturous iliacs and tight bifurcation. It was reported that the procedure went well with no issues during deployment of the aui; two limbs were used to extend down to the internal iliac. During imaging run, a type 1 endoleak was noticed. The physician blocked off the other iliac with coils then did another imaging run but there was still type 1 leak. The top end was ballooned a few times with a reliant balloon, which was placed at the 2nd proximal stent. With final ballooning, it was noticed that the balloon popped out between the 2nd and 3rd proximal stent. The balloon did not burst; rather, the polyester graft looked as if it had burst when the balloon was inflated. The patient's blood pressure did not drop; however, there was still a type 1 leak. An endurant cuff was placed to reline the area and the leak was resolved. Upon looking at the images, there was calcification where the balloon was inflated. Images do show some part of the nitinol stent poking out. The physician assessed that due to the patient's other comorbidities, the patient is not doing well. No additional clinical sequelae were reported, and the patient condition is unknown.